Manufacturer narrative:
(B)(4). Device evaluated by MFR: an initial visual examination of the balloon found no tears in the balloon. However, when an attempt was made to inflate the balloon, a pinhole leak was found at 14mm distal to the proximal markerband. A microscopic examination of the markerbands identified no issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a left upper extremity fistula angiogram, treatment procedure, balloon burst occurred. Access was obtained to the fistula. A 9.0 x40, 75cm gladiator balloon catheter was used for dilatation of the lesion. Upon first inflation to 6atm the balloon burst. The procedure was completed with a different device. No complications were reported and patient's condition was okay.